Event description:
It was reported that the pump was involved in an overdelivery. Reportedly the pump was being used to administer "astromorph" epidurally post surgery for analgelia to a 15 y.o. Female pt. Reportedly the pump was to infuse at 4 ml/hr, however 120 to 150 ml of solution infused in 5 to 6 hrs. There were ill effects with the pt.